Manufacturer narrative:
Visual examination of the returned device confirmed the reported damage; the tip has broken off in a manner consistent with torsional stress. Due to the damaged condition of the returned device relevant dimensional and functional inspection could not be performed. A hardness reading was taken from the returned device and the reading meets the drawing specification. The device history record was reviewed and no non-conformances or other issues were identified that might have contributed to this event. Based on the data available through the review and investigation of this file, the most likely underlying cause of the customer¿s complaint cannot be conclusively determined with the available information. The device clearly underwent significant loading, and it is possible that these excessive forces were the result of patient condition (hard bone, unique anatomy, etc.), improper technique, and/or misuse.

Event description:
The sales associate reported that the tip of the screw driver broke off in the shaft of the screw during a tlif procedure. There are no adverse effects reported as a result of this event, however, the device malfunction is subject to the two year rule.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. There are no adverse effects reported as a result of this event, however, the device malfunction is subject to the two year rule.